Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported attempted access of midline power glide pro midline catheter in right upper arm while advancing catheter broke in three pieces, trying to remove device and catheter from right upper arm catheter met resistance with removal and broke off in patient's right upper arm. Approx. 3.75cm of catheter unaccounted for. Catheter not visualized via ultrasound machine ER team notified. No other information provided.